Manufacturer narrative:
Concomitant medical products: model: d314drg, ICD; implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented stating their implantable cardioverter defibrillator (ICD) has been beeping for several months. Interrogation revealed the right ventricular (rv) lead had triggered a lead integrity alert (lia), exhibiting high pacing impedance, and oversensing noise on the rv egm. This resulted in the patient receiving inappropriate therapy and one detected vt/vf episode where all therapies failed and the ICD did not convert the arrhythmia. A programming intervention was completed and the rv lead was "turned off" and the ICD detections were turned off and the patient was fitted for a lifevest. The device and lead currently remain in use. It was noted by the physician that the patient has a history of being non-compliant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.